Event description:
It was reported that the device was used during an unknown procedure. The device fired as intended. Leak test performed was positive. When the surgeon repaired the anastomosis, the staple line fell apart. The surgeon could not see any staples in the staple line. Or time was extended by 1 hour to repair the staple line. Pt is recovering well. There were no other known complications for the pt.